Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the received components confirms the report of a revision. Visual inspection found a gouge inside the liner consistent with attempts to remove the mated head. A corresponding gouge was found on the outside of the liner. The embossing of the features of the shell into the outer dome of the liner indicate appropriate seating of the liner upon implantation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: part: 163544 name: 32mm offset cocr mod hd +6mmnk lot: 677140. The investigation is still in process. Once the investigation is complete, a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2014-07611-1.

Event description:
It was reported that a patient was revised due to unknown reasons. Attempts have been made and no further information is available at this time.